Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A tetralogy of fallot patient underwent a blalock-taussig shunting surgery in which coseal spray set was used. It was reported seven days post-operative the patient experienced mediastinitis. The patient was treated with vancomycin. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
A2: date of birth: (B)(6) 2022 a4: weight: 4659 grams. G1: device manufacturer postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.